Event description:
Dexcom g6 sensor inaccuracy: 7:41am g6 reading 126, finger stick reading is 102. That is a mard of 23.5%, which is outside the allowed 20% range. Dexcom no longer following up on any product support requests, and refusing to send out replacement sensors for their faulty product. They owe me at least 3 new sensors.